Manufacturer narrative:
An event of leaflet fracture after implant was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported leaflet fracture could not be conclusively determined. It is possible that the damage to the leaflet was caused by an external force applied to the valve, which overstressed the carbon material. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff was chosen for an aortic valve replacement (avr) surgery. During procedure, the chief surgeon implanted a mechanical valve and found that some of the valve leaflets had fallen off during the examination of the valve leaflet opening status. The fallen leaflet was recovered from the patient. Therefore, the mechanical valve was removed and a new 23mmsjm regent heart valve w/ flex cuff valve of the same model was implanted while patient on bypass. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff was chosen for an aortic valve replacement (avr) surgery. During procedure, the chief surgeon implanted a mechanical valve and found that some of the valve leaflets had fallen off during the examination of the valve leaflet opening status. The fallen leaflet was recovered from the patient. Therefore, the mechanical valve was removed and a new 23mmsjm regent heart valve w/ flex cuff valve of the same model was implanted while patient on bypass. There was no delay in the procedure. The patient was reported stable.